Event description:
The customer reported, the 8800 system column would not intermittently move in the downward direction for procedures. The power supply is bad. No patient injury was reported.

Manufacturer narrative:
The service rep replaced the power supply. The system operates as intended. This correction is as follows: this MDR was originally submitted under the number 9617766-2007-00283. That number had already been submitted for model 8800, submitted on 10/26/2007. We are submitting this report to replace the duplicate report number for this device.